Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-03917. (B)(4) clinical trial. It was reported the patient experienced re-occlusion. (B)(6) 2016 - the target lesion located in the right mid superficial femoral artery (sfa) had 99% stenosis, reference vessel diameter of 4 mm with length of 30 mm, and classification as a tasc ii a lesion. The target lesion was treated with a 1.6 mm jetstream® sc atherectomy catheter and a 2.4 mm jetstream® xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0% final residual stenosis. The subject was discharged on aspirin and prasugrel. (B)(6) 2017 - 208 days post index procedure, the subject had restenosis of the right superficial femoral artery. At the time of reporting, the event was considered as not recovered/not resolved.